Event description:
It was reported that a revision surgery was performed to remove a gii tibial base plate due to loosening.

Manufacturer narrative:
The associated complaint device was not returned. A clinical evaluation was conducted and per e-mailed on (B)(6), no further information is available. It has been reported no clinical supporting documents will be provided to conduct a thorough analysis of the reported issue. Therefore, no medical assessment can be rendered. A review of complaint history on the listed part revealed no prior complaint for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.